Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device.

Event description:
Information was received from a consumer regarding a trial patient that was using an external neurostimulator (ens) for urgency frequency and urge incontinence. It was reported that the patient mentioned a silver dollar sized red spot near and under their bandage on their back. The patient noted it was not painful. The patient was redirected to their healthcare provider. It was noted that the trial began on (B)(6) 2017. On (B)(6) 2017 the patient reported that they felt like the lead pulled. No further complications were reported.